Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that the b5lt device was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
Turon humeral head trial broke.

Event description:
It was reported that during a gastric bypass procedure, the trocars were leaking through the case when instrument were inserted. There was a minimum to no torque involved. A second insufflator was utilized to complete the procedure without any impact to the patient. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.